Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter produced inaccurately low control solution results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2015 at 08:00am. The patient manages her diabetes by self-adjusting her insulin doses. The patient claimed that ¿four-and-a-half hours¿ after the alleged meter issue occurred she developed symptoms of feeling ¿jittery¿ when her blood sugar was low. The patient stated that on (B)(6) 2015 at 08:00am she decreased her insulin dose by one unit and that on (B)(6) she visited her doctor¿s office where she was prescribed ¿8 units of insulin¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and that the patient had not set the meter to control solution testing mode, however when the cca walked the patient through a control solution test the results were not in range. Both the test strips and control solution were in date. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.